Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridges were discarded by the pt and could not be returned to animas. An evaluation of a cartridge from the same lot number could not be completed as the family member did not know the lot numbers of the cartridges in question. No conclusions can be made at this time.

Event description:
It was reported that the cartridge compartment was wet on several occasions; specific information about the leakage could not be provided. A family member reported that she could not determine the lot number of these leaking cartridges. A family member stated that the pt's blood glucose (bg) were also elevated (bg about 200mg/dl to 300mg/dl) on several occasions in (B)(6). The family member said that she was not sure if the bg excursions were related to the leakage of insulin from cartridges. She stated that the pt changed the cartridge after each occurrence and her bg would resolve to his normal bg range of 100mg/dl to +200mg/dl. The family member reported that she did not check for the presence of ketones but that the pt was irritable; she did not notice any other symptoms of hyperglycemia when her bg was elevated. The reported bg and symptoms do not meet the criteria for an adverse event.